Event description:
It was reported that during a lap hysterectomy procedure, midway through the case, the white tissue pad was falling off the device. The piece did not fall into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
Information anticipated, but unavailable at this time.